Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, stripped battery cap coin slot (p).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 160 mg/dl. The customer reported that the reservoir compartment had a crack. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.